Manufacturer narrative:
Changed product code to qjr. Entered (B)(4) since pn 190-000j and pn 190-000 are similar.

Manufacturer narrative:
Changed this MFR report from a 5 day supplemental report to a 30 day supplemental report.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166839 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot: m166839, test base part number 190-430 / lot: m166839. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166839 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasopharyngeal sample. Confirmation testing was performed with an antigen test and generated a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is been submitted to provide corrected data and additional information.